Event description:
Additional information was received on (B)(6) 2012, when analysis of the explanted generator was completed. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the explanted lead was completed on (B)(6) 2012. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The patient has been seen since replacement surgery and is doing well. It is believed that the lead break found during surgery could have caused the increase in seizure activity. The neurologist was not aware of any issues with the lead prior to surgery.

Event description:
The explanted lead and generator were received by the manufacturer on (B)(4) 2012. Product analysis is currently underway.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): previously submitted supplemental report verison 1 did not provide the date of the return of the explanted device. The information has been included on this report.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received on (B)(6) 2012, from an office visit on (B)(6) 2012, where it states that the patient has both complex partial and secondarily generalized seizures. The patient's seizures last from 1-2 minutes and occur more frequently around the patient's menstrual period. The patient was implanted with vns in 2006 and has experienced a significant reduction in seizure frequency. The patient was lost to follow up since (B)(6) 2010 and since that time, the seizure control has deteriorated to the point where the patient is having seizures every other day and can have up to 3 seizures on a given day. The vns device was interrogated and the settings should have been 1.75/20/250/30/5 however when the physician attempted to perform normal mode diagnostics, the test failed. The physician then re-programmed the output current to 1.0 ma however the test failed again. The physician stated that this would indicate either a dead generator or high lead impedance. The physician is going to refer the patient for generator and possible lead replacement given the issues performing normal mode diagnostics, age of device, and domestic abuse issues where the patient has been strangled. Follow up revealed that the seizures were below pre-vns baseline levels in terms of frequency and the exact cause was unknown. The patient did undergo full revision surgery on (B)(6) 2012, as the surgeon observed a lead fracture during surgery. Good faith attempts to obtain additional information as well as product return for analysis have been unsuccessful to date.